Event description:
Customer reported to maquet that an ambient light module was found hanging from the surgical cupola by its two low voltage wires. There was no patient present when the event occurred. The customer reported that the module might have broken during a cleaning procedure. (B)(4).

Manufacturer narrative:
The ambient light module was replaced with one of a different material and design. The device was returned to service. Maquet has notified the FDA of its intent to implement a device correction to resolve this issue in the us. At the time of this report, maquet has not received the correction number. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.